Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a magnetic sensor issue could not be conclusively determined.

Event description:
During the supraventricular tachycardia procedure, there was a delay due to magnetic sensor issues. Both the se sensor of the diagnostic catheter and ablation catheter were not recognized. There was no issue with the connection. The potentials displayed but the se indicator remained red and the sensor was not recognized. Both the catheters were replaced and the procedure was completed with no adverse consequences to the patient.